Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for longer than 15 minutes. Reportedly, the customer moved the transmitter and pump near each other and connection resumed. Customer's blood glucose level was 196 mg/dl.